Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Patient alerts for out of tolerance sub threshold lead impedance was recorded between (B)(6) 2011 and (B)(6) 2012. The weekly pacing lead trend data showed an increase for minimum and maximum ventricular bipolar pacing impedance of1216 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012. There was a ventricular non-sustained tachycardia of 210 ms on (B)(6) 2011 and one ventricular fibrillation (vf) of 150 ms average v-cycle on (B)(6) 2011. Concomitant medical device: 6942, implantable tachy lead. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead was exhibiting high impedance. The pocket was opened and the rv lead was able to be removed from the header without unscrewing the setscrew. The lead was reinserted and securely fastened and the pocket was closed. The pocket was opened again after subsequent high impedance measurements and it was visible that the rv lead pin was not fully inserted into the header. A faulty header setscrew was suspected and the physician opted to replace the implantable cardioverter defibrillator (ICD). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.